Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Forty five days prior to the receipt of this report, the patient was hospitalized for an unspecified medical condition. While hospitalized, the patient was diagnosed with peritonitis manifested by fever and ¿other discomforts¿. The cause of the peritonitis was unknown. During hospitalization, the patient was treated initially with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and duration not reported) for peritonitis. When there was no improvement, the treatment was switched to unknown intravenous antibiotics (drug names, doses, frequencies, and duration not reported) for peritonitis. On an unknown date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient remains on hemodialysis and is recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.